Event description:
On (B)(6) 2010, the pt contacted animas alleging that the pump randomly shut off 1 or 2 times. As a result of the alleged issue, the pt claimed that she noticed having high blood glucose (bg) levels (in the 300's mg/dl) with some nausea. The pt denied having vomiting or shortness of breath. She also denied seeking medical attention because of the alleged issue. During troubleshooting, the pt disconnected and confirmed that the o-ring was not visible and the battery cap was tightened to resistance. At the time, the pump shut off, the pt claimed that she did not get a verify screen or notification that the pump shut off. The pt claimed that she realized the pump shut off due to feeling her bg level rising and when she looked at the pump. The pt was advised by the animas rep to use a backup plan for insulin delivery and to come off of the pump. This complaint is being reported due to the allegation that the pump randomly shut off. There is no evidence, however, that the alleged issue contributed to a serious injury. The pt's symptom and reported bg readings do not meet animas' criteria for a serious injury.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history shows dates from (B)(6) 2011. The complaint date was (B)(6) 2010. The history from the time of the reported event is unavailable for review due to continued pump use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no evidence of rebooting observed in the pump histories. The battery cap that was returned with the pump was able to fully tighten with no visible yellow o-ring. The pump was exercised for 29 hours with no delivery issues and no power loss or rebooting. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.